Event description:
It was reported that a revision was performed due to the insert loosening.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, the research and development team performed a macroscopic examination and revealed wear patterns on the anterior side of the post; the post was also deformed. Burnishing and abrasive wear were observed on the proximal articulating areas and wear was found on the distal surface. Deformation was seen on the distal face of the posterior lock indicating that the insert was damaged by being on top of the locking mechanism. Deformation was also noted on the anterior side of the insert. This indicates that the insert may not have been fully locked, and was riding on top of the base plate. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.